Manufacturer narrative:
The returned devices were a liner and a screw. The liner was fractured into 6 pieces and had damage along with black residue on it. The device history record was reviewed for the returned liner which had not found any anomalies or nonconformance. These devices are used for treatment. Surgical notes, dated (B)(6) 2009, stated the total hip arthroplasty was for degenerative osteoarthritis. The final tha was found to be satisfactory with no complications noted. Surgical notes, dated (B)(6) 2015, noted that the patient had metallosis. It was found that the liner had broken and dissociated from the shell. The ceramic head was noted to be articulating on the shell. The locking ring was broken and no longer captured within the shell. It was reported that radiology studies revealed an off-centered ceramic head in a well-fixed ha coated trilogy cluster hole shell. The acetabular shell and femoral stem were noted to be well fixed. No further information about the damaged explanted device was noted. It is unknown if the off-center condition may have caused or contributed to the reported event. With the information provided, a definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4) . This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain and a suspected liner disassociation. During surgery, it was discovered that the liner was destroyed. The liner was removed and only a small piece of the locking ring was discovered.